Manufacturer narrative:
Electrode belt sn (B)(4) was returned and evaluated at the distributor in accordance with zoll manufacturing recommendations. Upon investigation the electrode belt was found to have an out of tolerance u1 component. The u1 component was producing improper output. The root cause for the defective u1 component could not be positively identified. No adverse event resulted from the defective belt.

Event description:
A us distributor reported that an electrode belt was receiving check therapy pad messages and arrhythmia alarms.